Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer also stated that they were admitted to the emergency room and intensive care unit since the insulin pump was not able to deliver insulin. The customer experienced symptoms such as nausea, vomiting and abdominal pain, difficulty breathing. The customer was not in auto mode at time of hospitalization. Customer reports they did receive a calibration not accepted alert. Customer did allege insulin pump was under delivering. The insulin pump and reservoir will be returned for analysis.